Event description:
During an in clinic follow up, a loss of capture, low pacing impedance and r wave amplitude variation were noted on the right ventricular (rv) lead. Lead insulation damage was suspected. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.